Manufacturer narrative:
Concomitant medical products: 506852 lead, implanted on (B)(6) 1998. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pocket stimulation. During explant procedure of the right atrial (ra) lead, insulation damage was noted proximal to the suture sleeve. The ra lead was explanted and replaced. No patient complications have been reportedas a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pocket stimulation. During explant procedure of the right atrial (ra) lead, insulation damage was noted proximal to the suture sleeve. The ra lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial of the lead was returned, analyzed. Analysis indicated that the outer insulation of the lead developed a breach due to a depression while in vivo. The analyst noted that the lead was returned with distal conductor intact from is-1 pin to the helix, and proximal coil intact from ring to ring. Visually, there was missing lead s/n, and partial of outer insulation was gone, explant damage. Analysis was performed on the returned lead and the outer insulation breach in-vivo was observed. If information is provided in the future, a supplemental report will be issued.